Event description:
The recipient reportedly experienced displaced electrodes and poor performance. The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool marks on the top and bottom covers and the electrode was severed near the electrode ground ring. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced partial electrode insertion and poor performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.